Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient received inappropriate high voltage therapy due to incorrect interpretation of atrial fibrillation interpreted as ventricular tachycardia. The event was resolved by reprogramming the device. The patient was in stable condition and experienced no consequences.